Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was opened and inserted inside the patient without being inspected. When the physician tried to vaporize the tissue, there was no aiming beam and no bubbles were produced. It was further reported that there was a fracture in the fiber causing it not to work. The procedure was completed successfully without clinical consequences to the patient. No further information was provided.